Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver was tested prior to the implant surgery and passed the system check. The customer also reported that the internal emergency battery was at first depleted but then was able to be fully charged. The customer also reported that when the companion 2 driver was used to support the patient, the indicators for the internal emergency battery showed that the emergency battery was fully charged, but then the driver developed an "emergency battery error" alarm. The customer also reported that the patient was supported by this driver for about two hours, but when the emergency battery did not recharge, the patient was switched to the backup driver without adverse impact. This alleged failure mode posed a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver has redundant power sources of external batteries and external wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4) fup 1

Event description:
The customer reported that the companion 2 driver was tested prior to the implant surgery and passed the system check. The customer also reported that the internal emergency battery was at first depleted but then was able to be fully charged. The customer also reported that when the companion 2 driver was used to support the patient, the indicators for the internal emergency battery showed that the emergency battery was fully charged, but then the driver developed an "emergency battery error" alarm. The customer also reported that the patient was supported by this driver for about two hours, but when the emergency battery did not recharge, the patient was switched to the backup driver without adverse impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no anomalies. During investigation testing, the "emergency battery error" alarm was not duplicated. However, review of the emergency battery's history event data revealed that one of its four cells experienced a cell overvoltage (cov) condition, which would trigger the emergency battery's management firmware to pause charging. This cov condition was likely the root cause of the reported "emergency battery error" alarm. Although the emergency battery can recover from the cov condition and function as intended, the probability of recurrence is higher than on an emergency battery that has not previously experienced this issue. The emergency battery was replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver has redundant power sources of external batteries and external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.